Event description:
It was reported that the customer has been hospitalized for the third time since july, for high blood glucose levels. The customer's father wanted the insulin pump replaced. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a scratched display window and missing end cap sticker.